Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. The customer had passed out on a boat and fell into the water. The blood glucose reading was 28 mg/dl. The drive support cap appeared normal. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump was exposed to water when the customer fell from the boat. The customer reported no frequent alarms after the moisture exposure and the insulin pump passed the self test. The customer was advised to monitor the insulin pump.